Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, b.6, d.3, d.6a, d.9, g.1, g.2, h.3, h.6. Device evaluation: visual analysis of the returned device identified: fold creases, underweight, broken shell, red particles in gel, observed 40 mm dark patch edge material inside gel device, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced on radius side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact, missing shell that is assessed as inconclusive, and the calcification reported by the physician was not observed.

Event description:
Patient additionally reported "implant exchange which also feels hard".

Event description:
Healthcare professional reported, left side rupture, "severe encapsulation", "calcification", "possible ossification of capsule", "free silicone gel intracapsular". And "found a step ladder appearance of the left breast. And flank consistent with intracapsular rupture". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "severe encapsulation", "calcification", "possible ossification of capsule", "free silicone gel intracapsular."

Event description:
Healthcare professional reported left side rupture, "severe encapsulation", "calcification", "possible ossification of capsule", "free silicone gel intracapsular", and "found a step ladder appearance of the left breast and flank consistent with intracapsular rupture." Device has been explanted.